Event description:
It was reported that the patient was in vf and has not received the shock. Resuscitation with an external defibrillator was performed. The ICD could not be interrogated afterwards. The ICD was explanted and replaced. During the exchange the lead was tested and showed during dft test that the shock impedance was too low (< 20 ohm). The lead revision took place one week later. The lead was capped and a new one was implanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to the damage of the electronic module, the ICD could not be interrogated. This damage indicates a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The integrity of the lead under complaint cannot be assured. The analysis revealed no indication of a material or manufacturing problem.